Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4).

Event description:
Device did not function as expected. The customer reported that when the friction lock was released, the drill guides were not locking in position and were moving. It was further reported that the screws were inserted and from the ap x-ray view looked like they were in place but the ml xray view showed that the screws had missed the nail. The surgeon attempted to freehand lock the nail but was not able to complete this as the pt suffered a cardiac arrest. The customer further reported that the pt recovered and underwent a second procedure 3 days later on the (B) (6) at (B) (6) to complete the nail implantation. The customer stated that they do not believe that the cardiac arrest was linked to the product in any way.